Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to the patient¿s feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording by medical surveillance (ms). The reporter claimed that the meter issue began in ¿early october¿. The reporter stated that the patient had obtained results of ¿hi and 588mg/dl¿ on the subject meter, most recently on (B)(6) 2014. The reporter detailed that the patient manages her diabetes with lantus and humalog insulin. The reporter denied that the patient developed any symptoms but detailed that at 01:30pm on (B)(6) 2014 the reporter gave the patient water and sent her to an emergency room (ER) as a precautionary measure, where she was treated with IV saline by a healthcare professional (hcp). In addition the patient had blood glucose tests performed on a hospital meter, however the reporter could not specify the results. During troubleshooting the cca noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a hcp for a blood glucose excursion after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.